Event description:
It was reported that the device¿s touchscreen was cracked after it struck the side of a desk, and the device remained functional and continued to be used while arrangements were made for a replacement. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued use of the device without medical intervention or hospitalization. Investigation included collection of user reports and assessment of complaint details. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact while the device functionality was retained. It was concluded that the event was due to unintentional physical damage rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.